Event description:
Issues with the steam indicators not containing the pellet that causes them to go from ¿reject¿ into the accept zone. So, in short, the surgery department would open a set of instruments and they would appear to have not gone through the sterilization cycle. Manufacturer response for 3m sterile indicator, 3m (per site reporter). 3m acknowledged the failure of the device and is working on getting out new product that doesn't have this defect.